Manufacturer narrative:
(B)(4). The investigation and product evaluation is complete. Foreign material was discovered on the strip connector. The returned test strips produced low readings. The most likely underlying root cause of the malfunction reported was due to the presence of foreign material found on the strip connector.

Event description:
Customer complains of "lo" results. Customer states that feels physically fine at this time, no medical attention is required. The customer's expected blood results are 100-125md/dl fasting. Verified test strips expire 10/31/2017. Customers called in reporting device giving "lo" message and then 99mg/dl test performed minutes apart. Could not verify time comparison, stored results in memory and could not have customer perform back to back testing due to language barrier, customer not english or spanish speaker. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product evaluation in progress.

Event description:
Customer complains of "lo" results. Customer states that feels physically fine at this time, no medical attention is required. The customer's expected blood results are 100-125md/dl fasting. Verified test strips expire 10/31/2017. Customers called in reporting device giving "lo" message and then 99mg/dl test performed minutes apart. Could not verify time comparison, stored results in memory and could not have customer perform back to back testing due to language barrier, customer not english or spanish speaker. Adverse event not reported.